Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was seen by the office at a one month post op appointment. The incision area was red and the office was concerned that the patient had a possible infection. There were no factors reported that contributed the issue. No diagnostics were performed. The patient was going to be prescribed a round of antibiotics to see if that reduces the redness and possible infection. If not, the device may be considered for explant. The issue was not yet resolved at the time of the report. Surgical intervention had not yet occurred but was unknown if it would be planned. The rep indicated that they would follow-up for more information.